Event description:
The center of the flolink came out when the intermate was disconnected after the patient infused his medicine. Patient had to change flolink cap because it did not work after the center came out of the flolink. This occurrence happened 3 consecutive days.